Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during procedure, the cs100 intra-aortic balloon pump (iabp) when putting on a patient, the noise started. Once noise started, it was taken out of the patient. No indecent or harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6 ,h2, h11. Corrected fields - h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, (g1 (contact office, contact person: mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he found loose bolt in compressor pump head. Tightened and added lock tight as per protocol. Unit fully tested and passed. Cleared for clinical use.

Event description:
N/a.